Event description:
Registered nurse (rn) was preparing to give a blood transfusion to a neonate patient. She began by priming the tubing, but as she did, the tubing immediately began to leak. It was leaking at the filter. The patient was never hooked up to the tubing, thus I did not include patient information in this report. The rn got new tubing, completed priming, and then the patient got the transfusion.